Manufacturer narrative:
Age at time of event: 18 years of age or older. Device is combination product.

Event description:
It was reported the patient expired. The patient underwent a percutaneous coronary intervention (pci) procedure. A 3.00x16 synergy drug eluding stent was implanted in the patients mildly tortuous left anterior descending artery (lad). The patient was discharged from the hospital and five days post procedure expired. Additional information has been requested but has not been received at this time.

Manufacturer narrative:
Age at time of event: 18 years of age or older. Device is combination product. Date of death corrected from (B)(6) 2018 as the patient was released from the hospital 5 days post procedure and expired 1 or 2 days later.

Event description:
It was reported the patient expired. The patient underwent a percutaneous coronary intervention (pci) procedure. A 3.00x16 synergy drug eluding stent was implanted in the patients mildly tortuous left anterior descending artery (lad). The patient was discharged from the hospital and five days post procedure expired. Additional information has been requested but has not been received at this time. It was further reported the patient was discharged on the fifth day after the operation and expired 1 or 2 days later. The physician commented that there is no causal relationship between the death and the stent.